Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they had been having both urine and bowel accidents for the past month or so. They were able to sync with their patient programmer on the call, it showed stimulation was on and set to program 2 at 0.8. The increased to 0.9 and confirmed stimulation was felt comfortably in the bike seat area. Additional information was received. The patient stated that sometimes when they increased stimulation they got a shooting pain in their rectum. They said it happened maybe six months prior, they did not know the date. They also stated they had not gotten relief and they didn't feel stimulation. They were having difficulty and having accidents. They mentioned they had called about a month prior. The checked their settings on the call and they were on program 2 at 0.8 volts. The increased to 1.1 volts where they reported feeling stimulation in the correct area. They were told that if they didn¿t see results after a couple of days they could adjust stimulation again. No further complications were reported or anticipated. Additional information received from the consumer. It was reported that after increasing stim they were feeling it, but now they weren't. They were having more accidents and wanted to increase stim. They increased stim and were able to feel it. No further device issue alleged / identified. No further patient symptoms or complications were reported. Additional information was received from the patient. They called back and said they used to be able to feel the pulse.

Manufacturer narrative:
Date of event: date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the cause of the initial lack of stimulation sensation in 2019 was unknown, and they did not know what most likely caused or contributed to the issue. The cause of the pulsing sensation was unknown. They could not remember/did not know what most likely caused or contributed to the issue. They planned to talk with their doctor when they saw them on (B)(6) 2022 take it up with the doctor who placed the implant in their back. It was unknown if the issue had been resolved.